Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving lioresal 4000 mcg/ml at 435.4 mcg/day in flex mode via an implanted pump for intractable spasticity. The patient¿s pump logs were provided, examined (B)(4) 2018 (last change (B)(4) 2018) and showed a motor stall occurred (B)(6) 2018 at 15:51 and recovered on (B)(6) 2018 at 16:02. Further information was not provided. No further complications were reported/anticipated or expected.